Manufacturer narrative:
Concomitant medical products: 638bl38 heart band, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were going to have surgery because one of their pacemaker leads were not connected to the device. They also reported they will be having an ablation procedure for their tachycardia. The right ventricular (rv) his bundle lead remains in use. No further patient complications have been reported as a result of this event.